Event description:
The user facility reported that immediately after starting extracorporeal circulation with the involved product, the pre oxygenator pressure increased to 440mmhg and the post oxygenator pressure increased to 190mmhg. After that, the pressure gradually decreased. One hour after the start of circulation, the pre oxygenator pressure was 200 to 250 mmhg, which was normal. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineering. G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as breakage. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. The fiber layer was removed gradually, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. The outer cylinder was removed from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. Formation of white blood clots was found on the heat exchanger. Electron microscopic inspection of the filter and the fiber: blood cell components such as blood platelet and white blood cells, as well as the formation of fibrin net, were found. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, it was found that blood cell components such as blood platelet and white blood cells were adhered to the actual filter and fiber. As a possible cause of occurrence, it was inferred that blood with activated blood platelet and white blood cells aggregation ability flowed into the oxygenator for some reason, causing it to obstruct and the pressure to increase temporarily. However, it was not possible to clarify the cause of obstruction from the condition of actual sample. Relevant instructions for use (IFU) reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur." "Adequate heparinization of the blood is required to prevent it from clotting in the system." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.